Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: metal wire stayed in the anchor when inserter pulled out probable root cause: design. Poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. (B)(4).

Event description:
It was reported that the pull wire broke in the anchor. The wire was removed from the anchor and the procedure was completed successfully.